Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. A review of the data management system (dms) revealed differences in the bg and sg values. A sensor replacement was approved for the user. An RMA was issued for the sensor for further investigation. Upon receipt, a visual inspection and functional testing were performed, and no anomalies were found. A review of the in-vivo data revealed optical instability around the time frame of the reported inaccuracy. This most likely contributed to the reported inaccuracy. This failure mode could not be reproduced during the returned product analysis testing, and may occur instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of the hydrogel. The user did not wish to proceed with re-insertion; thus, the RMA was issued for return only. B4. Date of this report 18 dec 2025 g3. Date received by the manufacturer? 18 dec 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121,10 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.